Event description:
It was reported that pump experienced malfunction alarm with code 12, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.